Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien xt valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16 fr sheath is 6.0 mm. In this case, patient factors (access vessel diameter smaller than minimum requirements) likely contributed to the iliac artery dissection. The subclavian artery mld, degree of calcification and tortuosity are not available; however, it is possible that the vessel mld was less than adequate, and there may have been some vessel calcification and/or tortuosity not appreciable on imaging, that could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral tavr procedure, a right iliac artery dissection was found upon removal of the 16fr esheath and a stent was implanted. It was decided then to continue the procedure via subclavian approach. A subclavian artery intussusception was observed after removing the esheath and the area was surgically repaired. The access vessel was dilated with the 16f and 18f dilators with no issues. However, when the physician attempted to insert the 16fr esheath, it only advanced half way through the distal portion of the iliac artery and never passed the bifurcation. The device was removed without issue and the vessel was dilated with a balloon. After re-inspecting the esheath and concluding that the device was still in good condition for its safe use, the sheath was reinserted into the vessel. Again the esheath would not advance any further than the initial attempt. A peripheral angiogram of the access vessel revealed a right external iliac dissection upon removal of the esheath. The area was repaired with an 8x10 stent. The patient remained stable. After discussion, it was decided to convert the tavr procedure to subclavian access. The left subclavian artery was dilated with the 16fr and 18fr dilators without issue. After re-inspection, the same 16fr esheath was introduced into the left subclavian artery. The esheath could only be advanced approximately half way due to the length of the vessel, leaving the partially expandable portion of the device outside of the arteriotomy. A bav was performed without difficulties and a 23mm sapien xt was deployed 50:50. Post valve deployment, while removing the esheath, angio revealed an intussusception of the subclavian artery occluding the vessel and there was no flow past the brachial artery. The artery was surgically repaired and flow was restored. The patient remained stable throughout the procedure. The right iliac artery minimum luminal diameter (mld) measured <4 mm with mild calcification and mild tortuosity. The subclavian access vessel mld is not available.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2015-00654